Manufacturer narrative:
Biomed confirmed that the touchscreen was intermittent. Biomed reported that he requested a new screen from the manufacturer, that it was delivered, that it was installed and that the device checked out and was placed back in service. The determination could be made that the device failed to meet specifications. Though the unit was being used on a patient at the time the reported issue occurred, there was no patient harm. There is a relationship of the device to the reported problem. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigtion.

Event description:
The customer reported that the touch screen was intermittent. Unit was being used on a patient at the time the reported issue occurred however, there was no patient harm.